Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead failed to convert the patient¿s rhythm initially with a 36 joule (j) shock. The rhythm was successfully converted with a 40j shock. Additionally, the ICD was noted to have migrated, and the rv exhibited high capture threshold and high pacing impedance. On (B)(6) 2026, the physician elected to explant and replace the ICD. The rv lead was capped and replaced that same day. The patient condition was stable.

Manufacturer narrative:
Reported event of inadequate hv output was not confirmed. Reported event of migration or expulsion of device was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.